Event description:
It is reported that 3 patients underwent a revision due to loosening.

Manufacturer narrative:
The condition of the components is unknown. The part numbers and lot numbers of the products are unknown; therefore the device history records and complaint history could not be reviewed. These devices are used for treatment. It is noted these patients previously underwent hip revision arthroplasty due to metal on metal adverse tissue reaction. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Patient factors that may affect the performance of the components such as age, bone quality, height/weight, type of activity (low impact vs. High impact), and relevant medical history are unknown. Based on the information provided it could not be confirmed if the previous event that resulted in an adverse tissue reaction contributed to the current reported condition. A definitive root cause cannot be determined with the information provided. Please reference literature at the following location: ww.ncbi.nlm.nih.gov/pubmed/2357234.